Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 9.6 cm in diameter and 6.2 in length abdominal aortic aneurysm. Vessel morphology was reported as the diameter of left access vessel (common iliac) was 22mm, the diameter of left bifurcated internal iliac vessel was 20mm, and the minimum diameter of left external iliac vessel was 7mm. The seven day post index procedure CT revealed that there may be a type ii endoleak. However, the angiogram one month later revealed that there as a distal type ib endoleak at a later date. The physician intentionally occluded the left internal iliac artery with another manufacturer¿s stent graft lengthening the external iliac artery. The type I endoleak was resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).